Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging the cable received with the kit was not fitting properly and the incorrect cable was provided for the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.